Event description:
During checkout of machine by distributor, prior to delivery to healthcare facility, auxiliary flowmeter failed the low pressure leak test. Datex-ohmeda's investigation into the reported occurrence is still ongoing.

Manufacturer narrative:
The report number is added as it was inadvertentlyy omitted on follow up report #1.